Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen 2 system. During an interventional procedure, the user reported that the c-arm would move up but not back down. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a mechanical misalignment. The limit switch of the up and down movement of the c-arm was permanently actuated, which signaled that the end position had been reached. In such a case, further motorized movement is prevented for safety reasons. The investigation could not clarify how this temporary misalignment occurred. Mechanical external influence could be conceivable; however, this can no longer be clarified retrospectively. After successful adjustment of the limit switch on site the system is functioning as specified. A possible accumulation of errors or a possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.